Manufacturer narrative:
Zimvie complaint (B)(6). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown.

Event description:
It is reported that the screw would not engage, seems bent or at an angle. Another device was used to complete the procedure.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The healing collar was returned. The reported event was confirmed following visual evaluation and functional testing. Based on the evaluation, healing collar malfunction has occurred. However, there is no existing nonconformance /CAPA/hhe/d/ie/ product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing was performed using an applicable in-house implant. The device could not be threaded fully into the implant due to thread damage. Therefore, the reported event was recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.